Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would no longer communicate with external devices. The patient reported losing charger approximately 1 month ago. The patient experienced a loss in stimulation. As a result, the patient is awaiting surgical intervention.

Manufacturer narrative:
Describe event or problem: additional information has been obtained.

Event description:
It was reported that the patients ipg was explanted and replaced. Therapy was restored post-op.

Event description:
Follow-up information provided patient last successfully charged (B)(6).